Event description:
A report was received that the patient was unable to charge the ipg after she underwent a surgery with an unknown reason. The physician believed that the surgery was device related and that it affected and compromised the battery. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was unable to charge the ipg after she underwent a surgery with an unknown reason. The physician believed that the surgery was device related and that it affected and compromised the battery. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was unable to charge the ipg after she underwent a surgery with an unknown reason. The physician believed that the surgery was device related and that it affected and compromised the battery. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg was replaced. The physician believed that the old ipg may be possibly compromised. The patient was doing well after the procedure. No further information could be obtained on the patient¿s previous surgery which was believed to be device related.

Manufacturer narrative:
Device evaluation indicated that ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Battery profile revealed normal charging and discharging characteristics. Battery profile revealed a maximum depletion rate which is within the expected range. Device exhibits normal charging and discharging characteristics.